Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a popping noise and smoke. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and did not find evidence of smoke. The cse replaced the power supply unit. The cse ran quick check, which passed. The cause of the event is due to a power supply malfunction. The power supply unit is ul certified. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Smoke and a popping noise were observed from a dimension vista 500 instrument. The instrument was powered off. There are no reports of patient intervention or adverse events due the smoke.